Manufacturer narrative:
Reference record (B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed which is the us list number. (B)(4). The disposition of the device involved is unknown; therefore, it is unknown if a return sample evaluation can be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient visited the hospital due to intense abdominal pain and his peg tube was being pulled inward. On (B)(6) 2022, a gastroscopy was performed to pull the peg back into place and it was also found that the intestinal tube was under tension. A bezoar and knot were found at the end of the intestinal tube, so that was also replaced. On (B)(6) 2022, the patient was discharged from the hospital. The patient was home, well and recovered, though some dietary restrictions were in place as it was found that the patient also had a duodenal ulcer caused by the bezoar.